Event description:
Dist. Received info that this lead and two large patch leads were capped. During a routine replacement procedure of an ICD the physician discovered that the lead had a fracture and when testing the patch leads the impedance measurements were low. The physician elected to cap and replace the leads with another lead. Two leads were involved, but only one had a fracture.